Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2011 with a bifurcated and suprarenal aortic extension. On (B)(6) 2016, during a routine follow-up, computed tomography angiography revealed the patient had a type 1a endoleak. Patient was taken to the operating room and on angio, a type 1a endoleak was noted with movement of the aortic extension. Physician implanted a suprarenal aortic extension to correct the leak. Patient was in stable condition.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported endoleak 1a event. Additionally there was evidence to support a stent migration. There were limited patient medical records available for review. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Limited patient records were available and the device was not returned for evaluation. Potential contributing factors to the reported event include; patient anatomy and the presence of thrombus and calcification in the aortic neck.